Event description:
On (B)(6) 2014, the patient was implanted with a gore® tag® thoracic endoprosthesis to treat a type b uncomplicated aortic dissection. The patient tolerated the initial procedure. It was reported that on (B)(6) 2014, the patient experienced distal and proximal type I endoleaks. On (B)(6) 2014, the patient underwent a reintervention to fix a proximal type I endoleak using a gore tag device (tag3710/unk). A distal type I endoleak was untreated due to the difficulty on catheterization of the celiac trunk during the procedure. It was reported that the celiac trunk was intentionally covered during the initial procedure. The physician is monitoring the patient.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleaks and reoperation. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), the safety and effectiveness of the gore® tag® thoracic endoprosthesis has not been evaluated in the following patient populations: chronic type b dissection, acute uncomplicated type b dissections.